Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection has been performed on the returned sensor and burn marks near the sensor thermistor and sensor housing was observed. Burn marks to the sensor casing, along with black soot was also observed within the sensor housing.the sensor was de-cased and a visual internal inspection was observed on the sensor's pcba (printed circuit board assembly). Burn marks were observed on the pcba's components. The observed burn damage prevented the sensor data from being downloaded. The returned sensor battery was returned intact and no damage was observed. The returned battery was measured at 1.57v and found to be within the specification of 1.45v ¿ 1.65v. It has been determined that the reported damage is consistent with being exposed to an electromagnetic radiation source such as a microwave oven. The battery voltage does not give enough power to cause the observed damage. Therefore, the issue is not confirmed due to a user issue.dhrs (device history review) for the product was reviewed and the dhrs showed the product met specifications prior to release to distribution.all pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer initially reported their abbott diabetes care device displayed a sensor error message. The product was returned and investigated for the error message, however during investigation external burn marks were observed. This report is being submitted due to the additional issue observed during returned product investigation. There no was no report of fire, smoke, explosion or shock. There was no report of death, serious injury, or mistreatment associated with this event.